Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be read using two different radiofrequency transmitters. No patient symptoms were reported. On (B)(6) 2016 a house call was made and when using a new inductive transmitter a message was displayed indicating that radiofrequency telemetry was no functioning. On (B)(6) 2016 the patient was brought into the clinic; after a device software download, radiofrequency telemetry functioned normally. The patient was in good condition and would continue to be monitored.